Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. Dry blood was visible throughout the kit. The pressure tubing was found broken off from the uv bond joint with the vamp adult reservoir. Rough surfaces were observed at the broken tubing ends. The tubing was bent near the site of damage and uv adhesive was observed past the bond portion of the reservoir tube housing. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation was opened and actions are being implemented to prevent recurrence of complaints of this type.

Event description:
It was reported that the tubing sheared off when the nure was flushing back blood to the patient. The tubing sheared off -spraying blood on the nurse and on the patient. The line was then clamped. No patient injury reported. The nurse skin was intact.